Event description:
I am looking for someone to find answers, help end the pain I have, and get this product off the market. In (B)(6), for light bladder leakage, I used poise pads, as I have for over ten years. New ones have purple print all over the pad. They caused a burning feeling everywhere the pad touched. I have been to two doctors, used four prescription creams, and nothing has helped. I have had this pain for over (B)(6) months. I called kimberly clark, the MFR, two times and got no help there. Told me if I'm not still wearing the pads, the burning should stop and denied any changes to the product. I know there are other women with this problem because I checked on line and found complaints of the same thing. Please can you check this product, help get answers and relief for the pain, and get this product off the market?